Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The problem (service code 102) was confirmed. Upon investigation, the monitor was displaying a service code 102. The cause for the failure was isolated to an open r45 resistor. The cause of the open resistor was contamination found inside the monitor. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that a patient was receiving a service code 102 (charge/discharge profilt fault).